Manufacturer narrative:
Device analysis for lead 0203802055 revealed no significant anomaly. The lead body outer insulation was cut; consistent with explant damage. However, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Device analysis for extension njb078785v revealed the body conductor broken straight wire in body. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot #: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Product ID: 37081-40, serial #: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3877-45, serial/lot #: (B)(4), ubd: 04-may-2014, UDI#: (B)(4). Product ID: 37081-40, serial/lot #: (B)(4), ubd: 08-jun-2014, UDI#: (B)(4). Only the month and year is valid for the implant dates of the ins, lead, and extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced shocks from the spinal cord stimulation (scs) system. The patient had no pain reduction since (B)(6). Impedance on 6 points was >10,000 ohms. An external contributing factor was a car accident. The patient was in a car accident in (B)(6) 2018, but the symptoms occurred later than (B)(6) 2018. No diagnostics or troubleshooting was performed. The lead and extension were explanted. During explant the lead¿s anchor was found to be broken. It was unknown if a new lead and extension were implanted. The issue was resolved at the time of this report. No further complications were reported or anticipated.